Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the main lamp does not light up was not reproducible, therefore the cause is unknown. The emergency lamp does not light was likely due to the emergency lamp failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "main lamp does not ignite" could not be duplicated or confirmed. The reported problem of "spare lamp does not ignite" was confirmed; the evaluation found the spare lamp failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that spare lamp mode was activated. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed. Additionally, it was reported that the main and spare lamp did not ignite. There was no patient injury, associated with the problem, reported to olympus.